Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris extension set was defective and leaked. The following information was provided by the initial reporter: isd - leak found in tubing.

Manufacturer narrative:
H6: investigation summary the customer reported a leak, and returned one used sample of material 10015817. The sample was primed and leaking from the outlet (one port) side of one of the two female luer middle tubing connectors. The tubing had a tight connection and wasn't loose in terms of solvent. Manufacturing found that the root cause was traced to a failure in the solvent dispenser, and generated a quality alert to prevent this going forward. Device history record review for model 10015817 lot number 22039231 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris extension set was defective and leaked. The following information was provided by the initial reporter: isd - leak found in tubing.